Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing low blood glucose (bg) levels (20 mg/dl) the customer stated that the low bg was due to the body producing insulin antibodies. Although requested, the customer declined to provide additional information.